Manufacturer narrative:
No data provided in initial contact. Follow up is being performed to gather this information. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the patient's capsular bag ruptured after the lens was implanted. The surgeon cut the lens in half to remove the iol without enlarging the incision and performed a vitrectomy. A follow up message was left with the location contact to obtain the patient's gender, age, eye affected; phone call unreturned at this time.

Manufacturer narrative:
Additional information added: eye affected was the right. (B)(6). Visual inspection revealed that the lens was received with surface residuals adhered to both side of optic body compatible with handling the lens in a non- sterile environment. Also, a lens had a large cut in the optic and one broken haptic. The lens condition is consistent with a lens that has been explanted. Based on the investigation cosmetic defects found in the returned lens are related to explant process and not manufacturing related. Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.